Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure had not yet started. The issue occurred just when the customer placed the patient on the table, preventing them from continuing the procedure. As a result, the customer moved to another room to proceed. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not working. A review of the log file showed issues pertaining to the problem. Upon troubleshooting, the fse checked the cable connection inside the cable extension box and found the geometry module cable loose. To resolve the issue, the fse tightened the screws on the cable and additionally secured the cables with tie wraps. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.